Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the device used in this incident, it was determined that a defective auxiliary tower backplane/door-control pcb had caused repeated bus timeouts and "sequence contains no elements"/"door not available" errors, which had damaged multiple commsleds during attempted firmware upgrades. A field service engineer replaced the faulty auxiliary tower assembly (backplane/door controller) and the commsled, re-added and restaged the tower, and performed a full sync, after which the system functioned as intended after tsc confirmed that fse repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer failed and unable to find the device on hta. Customer stated that spare part was changed recently, and every drawer board at the back lit up and suspected this was a configuration issue. Customer tried to recover the drawer, but the issue persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.